Event description:
It was reported that the collimator detached from an amx-4+ tube assembly as it was being positioned. The collimator which weighs approximately 18 lbs was prevented from hitting the floor by the x-ray technician. A patient was not involved and no injuries were reported.

Manufacturer narrative:
A ge service representative performed an on site inspection. It was determined that the screws securing the collimator had loosened. The collimator screws were replaced, the system was tested, and put back into service.